Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm during a manual prime. Customer did not troubleshoot for the no delivery alarm because they already resolved the issue. Customer's infusion sets will be replaced. The customer's blood glucose was unknown. No additional information provided.